Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high and undefined coil impedances on both the rv coil and svc (superior vena cava) coil. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the right ventricular defibr illation coil developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.